Event description:
The reporter stated, the technician noted a piece was missing from a cc4204a collamer single piece lens when removed from the vial. The lens was not loaded or used and there was no patient contact. The reporter stated, the lens was received damaged.

Manufacturer narrative:
(B) (4). Lens work order search. A lens work order search was performed and one similar complaint was found within the work order. (B) (4).